Manufacturer narrative:
(B)(4). Evaluation: results: cva/stroke.

Event description:
During index procedure one endeavor sprint rx drug-eluting stent was implanted at the 2nd left posterolateral branch. The day following the index procedure a spontaneous puncture site bleed was reported. The bleed required a prbc transfusion of 2 units. Patient was asymptomatic at 30 day, 6 month and 1 year follow ups. Approximately 16 months following the index procedure an ischemic stroke is reported to have occurred. Patient was hospitalized approximately 18 months following the index procedure due to orthopnoea, a diagnosis was given of stroke due to hemiparesis. Stroke was presumed to have occurred two months prior to this hospitalization (approximately 16 months following index procedure). Investigator indicated the event was not related to the study stent. Patient was taking asa and clopidogrel/ticlopidine 24 hours prior to event. Patient was asymptomatic at the 19 month follow up. Ten days after this follow up a spontaneous haematoma in the thigh was reported to have occurred. Patient was not taking asa and clopidogrel/ticlopidine 24 hours prior to event.